Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion and force sensor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received calibration not accepted alert and sensor updating with his current sensor. Customer had experiencing high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.